Manufacturer narrative:
Date received by manufacturer: 01oct2019. Date of report: 02oct2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported system won't power off. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported system won't power off. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.